Event description:
The customer observed false positive alinity I b-hcg results which questioned by the physician for a patient. The results provided were: initial= 249.40 miu/ml (> 25.0 iu/l =positive) /repeated =< 0.1 miu/ml (< or =5.0 miu/ml=negative) there was no reported impact to patient management.

Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history review and accuracy testing of alinity I total b-hcg reagent lot 76209ud00. Review of tracking and trending for the alinity I total b-hcg assay did identify an slight increase in complaint activity related to the complaint lot 76209ud00, however, no increase in complaint activity was identified for list number 07p51. In-house accuracy testing was completed with retained complaint lot number 76209ud00. The testing met validity and acceptance criteria. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation, no product deficiency was identified for the alinity I total b-hcg reagent, lot number 76209ud00.

Manufacturer narrative:
This report is being filed on an international product, list number 7p51-74 that has a similar product distributed in the us, list number 7p51-21/31, with 510k/PMA/bla number k170317. All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false positive alinity I b-hcg results which questioned by the physician for a patient. The results provided were: initial= 249.40 miu/ml (> 25.0 iu/l =positive) /repeated =< 0.1 miu/ml (< or =5.0 miu/ml=negative) there was no reported impact to patient management.